Event description:
It was reported that the tandem mobi pump unexpectedly displayed a reset screen and shut down, although leds were not blinking and plugging into a power source was not needed to restart it. During this event, the customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). No prior reports of this issue with the same pump were noted. Technical support informed the caller that the reset is a safety feature involving microprocessor reset, which affects metrics like insulin on board and requires cartridge reloading and cgm session restart. The caller understood and acknowledged the information provided.